Event description:
(B)(4) . The dentist reported that 40 days after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed.